Event description:
This pt had bilateral subcutaneous mastectomy in 1980 for benign fibrocystic disease. She had multiple implants in 1987 and 1988 due to contractures. Since 1988 she had flu-like illnesses, fatigue, arthralgia and myalgias and short-term memory problems. She also has numbness and tingling in the hands. The pt had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.